Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a guide wire and a raulerson syringe attached to an introducer needle. The guide wire was inserted through the syringe needle assembly and protruding from the proximal end. The guide wire was inside the needle, but not protruding from the tip. The guide wire was kinked where it exited the plunger and could not be moved. The sample was soaked and the guide wire was removed. The guide wire had and offset coil and a slight kink near the distal tip. The undamaged end of the wire was able to pass through the needle without resistance. The guide wire was also found to be intact and within dimensional specification. A wire from lab inventory was inserted through the syringe at multiple rotations and positons and passed without resistance each time. A review of manufacturing records did not yield any relevant findings. Based on the condition of the guide wire and the report that it became stuck during insertion, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that in the patient's room after inserting the introducer needle into the patient's internal jugular vein, the user was unable to pass the guide wire through the raulerson syringe as it became "stuck" in the middle of insertion. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.